Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Customer had changed the infusion set multiple times and tried delivering a bolus but the blood glucose has not come down. Blood glucose level at the time of the incident was 403 mg/dl and 310 mg/dl at the time of the call. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis. Frn reservoir unknown; infusion set.